Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to low blood glucose level. Customer's blood glucose value was unknown at the time of the incident. It was not confirmed whether the customer was assisted with troubleshooting for low blood glucose. Customer did not allege insulin pump was over delivering. No further complications were reported. The customer will continue to use the product.